Event description:
It was reported that during lap cholecystectomy, the staples did not close properly. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).